Manufacturer narrative:
Imc logs from the complaint date revealed that the console issued the purge disc not detected alarm several times and was unable to complete case wizard.the console was tested after arriving in fs. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be missing. The cause of the issue was a broken/missing purge flag.

Event description:
The complaint in EU reported the automated impella controller (aic) did not recognize the purge cassette. There was no reported patient involvement.